Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that discovered the issue, replaced the display board and keypad controller board to resolve the issue. The fse then completed the pm and tested the iabp to meet factory specifications. The iabp was released for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that at the start of a preventive maintenance (pm) performed by a getinge field service engineer (fse), the screen of the cs300 intra-aortic balloon pump (iabp) was not functioning at all. There was no patient involvement, and there was no adverse event reported.